Event description:
During course of surgery (vertical banding gastroplasty), surgeon used ta90 b stapler on stomach. Staple misfired and several staples were loose. Surgeon switched to ethicon proximate rl plus linear stapler, and the posterior tip of the stapler along with the excessiove manipulation caused injury to the short gastric vessels. Two of the vessels bleeding retracted into the spleen. Dessite efforts to control bleeding, bleeding continued and spleenectomy had to be performed.